Event description:
ECG electrode was removed from pt, area on lower left abdomen blistered yellow fluid in blister. Pt has history of skin sensitive reaction to plastic tape mother told nurse. Blister left to open air to heal. Other two electrode sites fine, no problems. Placement of left leg electrode was such taht it was cover by pt's diaper.